Event description:
It was reported that during pta balloon procedures, the doctors reported difficulty with removing the catheter from the sheath after the initial dilation of the balloon. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation as it was discarded by the user facility. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk.